Manufacturer narrative:
The reported event for helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix with traces of blood/clogged with blood. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was due to blood/tissue in the helix region.

Event description:
Related manufacturer reference number: 2017865-2023-02790, related manufacturer reference number: 2017865-2023-02792. It was reported that during an implant procedure, the patient's leads were unable to be implanted due to an event of serious hypotension. The leads were not used, and the surgery was stopped. No additional adverse consequences were reported.